Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported overfilling the cartridge with insulin. Tandem technical support instructed customer not to overfill cartridge with insulin per the user guide. Customer continued to use the pump for insulin delivery. There was no adverse impact to customer's blood glucose.